Event description:
I have been so sick since a year after I had first set of natrelle saline filled implants placed in my body above muscle. Started with symptoms being sporadic and random. Had one rupture in my sleep and I then had them replaced with the same brand and type under the muscle, but health has gradually gotten worse to the point where I have been seeing specialists nonstop, the past 5 years with chronic issues. No doctors have been able to figure out why or what is causing the widespread issues. I have severe gi issues including my stomach getting fully distended where I look 8 months pregnant, slow motility, grand mal seizures ( resulted in fractured skull, bruised brain, ruptured both ear drums), idiopathic absent seizures, migraines, severe fatigue, memory loss, brain fog, feeling of being squeezed around my chest like an aggressive hug, itching for no reason, endometriosis diagnosis, diagnosed with an autoimmune disorder sjogren syndrome, burning feeling in chest and back, ringing in the ears, tingling in hands, I see shadows in corners of my eyes sometimes, major light sensitivity, light headed and see stars sometimes with activity, diagnosed degenerative disk disease, iron deficiency and get infusions, chronic pain, red chest, I feel like my body is being poisoned. I was completely healthy before implants, other than fainting a few times as a child from being in the summer heat with friends, lots of physical activity and getting dehydrated. No family history of these issues at all. All my symptoms started a year after getting the implants. "I don't yet have proof it is the implants, but I'm going to start working on finding out". I think the shell of the implant might be poisoning my body or maybe an allergic reaction to the chemical makeup of the shell. Maybe a biopsy of the scar tissue will provide if the chemicals from the casing are causing the damage. I'm (B)(6), it's just odd I was very healthy before and then after getting the implants, I progressively have become chronically sick and feel like my body is killing itself on the inside.